Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven devices were received for evaluation; 6 events were duplicated during testing. One event was not duplicated as the device was not able to be tested; however, the device was not within specifications. Three devices were found to be affected by broken down lubrication. Two devices were found to be affected by corrosion. Two devices were found to be affected by corrosion and broken down lubrication. Two devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events, in which the device was reportedly overheating. There was no patient involvement; no patient impact.